Event description:
An issue was reported involving an incorrect time setting on a pump, which was updated by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with updating the pump time and advised them to monitor and follow up if the time discrepancy of more than five minutes recurs. The caller understood and acknowledged this advice.